Event description:
It was reported that, during ureteroscopy procedure, the laser fiber broke in half. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that, during ureteroscopy procedure to treat kidney stone, the laser fiber broke in half. It was noted that the fiber break occurred at the body, and no fragments fell inside the patient. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Manufacturer narrative:
Correction to field h6: evaluation conclusion code.

Event description:
It was reported that, during ureteroscopy procedure to treat kidney stone, the laser fiber broke in half. It was noted that the fiber break occurred at the body, and no fragments fell inside the patient. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.